Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? Please clarify the number of vst10 products involved in the event? What are the lot number of the vistaseal kit and surgicel powder? What were the intended use of the surgicel and vistaseal? Was it used to address active bleeding or used prophylactically? Was hemostasis achieved during surgery? Was the hematoma considered serious event? What date did the hematoma occurred? How was the vst10 product thawed? Were the biologics subjected to temperatures above 37c or 98f during the thawing process? Where were the surgicel & vistaseal used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Did the patient require to be hospitalized due to the hematoma? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? What is the patient¿s current status? Event related to mw # 2210968-2022-00521. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a nephrectomy procedure on (B)(6) 2021 and absorbable hemostat was used. Two weeks post op following the procedure the patient developed a hematoma on extraction site, as well as on resection kidney tissue. The surgeon placed a drain and there were no further patient consequences. Additional information was requested